Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 190 and 146 mg/dl. Tests were done using the same hand, different fingersticks and strips. There were no symptoms. On follow-up, the reporter stated that her control solution test had passed (no numbers available). The lifescan rep and the reporter reviewed qc procedures and discussed meter/lab comparisons.